Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt and check therapy pad messages) has been confirmed. Upon investigation the electrode belt failed a therapy recognition and ECG fall-off test. The cause for the failure was an open white (drvn gnd) and front pulse wire in trunk cable. The root cause for the open wire was excessive force. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt and check therapy electrode messages.